Manufacturer narrative:
UDI number is incomplete because the fields mfg date, exp date, lot number and serial number is not available. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therepy an alarm was issued once indicating that the iab catheter needed to be inspected. However, as no blood or other substances were found in the drive tube, drive was resumed. As no such alarm was issued thereafter, use continued. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11 corrected fields:g1 contact person mfg site no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character restrictions in block e1 full event site address is (B)(6). Updated fields: b4; g3; g6; h2; h11; e1 event site address, event site city.

Event description:
N/a.